Event description:
It was reported that occlusion alarms occurred. The customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level was 752 mg/dl. Customer attempted to self-treat with a bolus via pump, but later was admitted to the hospital¿s intensive care unit due to elevated bg, diabetic ketoacidosis, and small amounts of ketones which were identified as dangerous by healthcare provider. During hospitalization, the customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2022, with issue resolved. Systems check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.